Manufacturer narrative:
Occupation:other; inventory manager. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2020, to extend the existing construct. While attempting to remove one of the reform pedicle screws, ha coated, the tip of the reform driver with mechanical lock (hxx-39-0001) broke. The surgeon then used the helicopter method to successfully remove the screw. The procedure was successfully completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2020, to extend the existing construct. While attempting to remove one of the reform pedicle screws, ha coated, the tip of the reform driver with mechanical lock (hxx-39-0001) broke. The surgeon then used the helicopter method to successfully remove the screw. The procedure was successfully completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.

Manufacturer narrative:
H3 device evaluation - the driver was examined by eye as well as with the aid of a 5x loop. The tip is fractured. The fracture is perpendicular to the driver's longitudinal axis. It cannot be ascertained if the fracture was solely due to the forces needed to extract a well fixed ha coated screw or if it was a combination of prior crack initiation and the applied loading condition. Review of device history records (B)(4) found thirteen (13) pieces of lot 00069up were released for distribution on 8/18/2015 with no deviation or anomalies. Complaint history review did not identify a trend for reports of this nature for this part number. The need for corrective action was not indicated.